Manufacturer narrative:
The insulin pump functioned properly during functional check including the rewind, basic occlusion, priming, excessive no delivery, displacement, unexpected restart error and self-tests. All operating current tests were normal. The insulin pump was received with minor scratches on the display window, cracked display window corner, cracked case at the display window corners, broken reservoir tube lip, missing black o-ring/seal from inside of the reservoir tube. The insulin pump had a cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads and the reservoir did not lock in place properly due to broken reservoir tube lip.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was over 300 mg/dl. Customer advised they experienced random high blood glucose levels for 4 months. Troubleshooting for cosmetic damage was performed. Customer advised the top of the insulin pump where the reservoir was placed had broken off and would not lock into place. Customer advised the insulin pump was cracked and a piece of the o-ring was missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.